Manufacturer narrative:
Failure analysis revealed that the drive support disk was inspected and not anomaly was found. The device had a detached end cap, scratched display window, scratched case, and missing end cap sticker. The motor passed the motor test. Further testing could not be performed due to the detached end cap.

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 230mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.